Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop", "transducer fault" and "motor fault". The customer performed all transducer calibrations and also reported that unauthorized person has tried to fix the device. A main printed circuit board assembly (pcba) has been ordered and upon receipt of the replacement component, the evaluation and repair will be completed.